Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil detached while partially deployed from the catheter. A 6mm x 20cm interlock¿-35 was used for an embolization of gastroduodenal artery aneurysm. During the procedure, the interlock segment of the coil came unlocked when pulling the coil back to resheath and it was then noted that the coil was half out of the non bsc microcatheter. The microcatheter was removed and the coil was snared and safely removed from the patient. Procedure was completed with a different device. There were no patient complications reported and the patient's condition was fine.